Event description:
Information received by medtronic indicated that the back of the insulin pump was cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Insulin pump was received with pump error 38 alarm during rewinding. Unable to perform the displacement test due to pump error 38 alarm. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 or pcba 2 or force sensor or corroded motor home switch or harness assembly vibrator or corroded battery tube. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Cosmetic damage was confirmed at the back of the insulin pump case. Pump error 38 alarm due to corroded motor home switch. Moisture damage found on the pcba 1 or pcba 2 or force sensor or corroded motor home switch or harness assembly vibrator or corroded battery tube.